Manufacturer narrative:
The customer¿s report that the tubing disconnected was confirmed based on visual inspection. The separation was at the engagement between one of the three nac zero connectors and the tubing. The expected blue slide clamp was missing most likely due to the separation. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement. Dimensional measurement confirmed the tubing to be within specification. No testing was deemed necessary due to the separation. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the ppd (connector) on the maxzero triple lumen connection dislodged from the IV tubing, the other ppd (connector) was connected to levophed, which was back-flowing towards the dislodged tubing instead of going to the patient. This caused a sudden drop in the patient's blood pressure, the rn was able to immediately identify the problem and connect the levophed infusion back to the patient. The patient's blood pressure rebounded to a sufficient level moments thereafter. It was confirmed during follow up, that there was "mild" patient harm as a result of this event.

Event description:
It was reported that, the ppd (connector) on the maxzero triple lumen connection dislodged from the IV tubing, the other ppd (connector) was connected to levophed which was back flowing towards the dislodged tubing instead of going to the patient. This caused a sudden drop in the patient's blood pressure, the rn was able to immediately identify the problem and connect the levophed infusion back to the patient. The patient's blood pressure rebounded to a sufficient level moments thereafter. There was no patient harm.

Event description:
It was reported that the ppd (connector) on the maxzero triple lumen connection dislodged from the IV tubing, the other ppd (connector) was connected to levophed, which was back-flowing towards the dislodged tubing instead of going to the patient. This caused a sudden drop in the patient's blood pressure, the rn was able to immediately identify the problem and connect the levophed infusion back to the patient. The patient's blood pressure rebounded to a sufficient level moments thereafter. It was confirmed during follow up, that there was "mild" patient harm as a result of this event.

Manufacturer narrative:
Correction; date returned to manufacturing concomitant medical products.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that, the ppd(connector) on the maxzero triple lumen connection dislodged from the IV tubing, the other ppd (connector) was connected to levophed which was back flowing towards the dislodged tubing instead of going to the patient. This caused a sudden drop in the patient's blood pressure, the rn was able to immediately identify the problem and connect the levophed infusion back to the patient. The patient's blood pressure rebounded to a sufficient level moments thereafter. There was no patient harm.